Manufacturer narrative:
Results: the 5max ddc was fractured approximately 5.0 cm from the hub. The 5max ddc was kinked approximately 2.0, 25.0, and 59.0 cm from the hub. The 5max ddc was ovalized approximately 7.0, 114.0, and 116.0 cm from the hub. Conclusions: evaluation of the returned 5max ddc revealed a fracture on its proximal end. This damage is likely a result of forcefully advancing the device against resistance at extreme angles. Further evaluation revealed kinks and ovalizations along the length of the returned catheter. These damages were likely incidental and may have occurred during packaging for return to penumbra. The neuron max referred to in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra 5max ddc distal delivery catheters (5max dcc's). During the procedure, while in use with a neuron max 6f 088 long sheath (neuron max), the physician was attempting to advance a 5max dcc into the patient; however, the 5max ddc split and broke in half approximately an inch from the hub; therefore, it was removed. The procedure was completed using another 5max ddc. There was no report of an adverse effect to the patient.